Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd screen was observed. The lcd screen needs to be replaced. The device was returned to the customer unrepaired as per the customer's request.